Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the insertion tube test failed due to third party repair. Per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported, a two-point pre-contact scope inspection was conducted and the gastrointestinal videoscope failed the insertion tube test. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.